Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump stopped working after he/she accidentally fell in some water. The customer's blood glucose level was 220 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces noted and severe moisture damage found on all the electronic assemblies and motor assembly. No unexpected blank display anomalies noted during our testing. The insulin passed the displacement test. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and severely stained address serial number label.